Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue replaced the drive regulator to resolve the issue. The stm then performed the scheduled pm and completed all safety, functionality and calibration checks, which all passed per factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on the cardiosave intra-aortic balloon pump (iabp), drive regulator would not lock in place. There was no patient involvement, and no adverse event reported.